Event description:
It has been reported that a revision surgery was performed due to subluxations.

Manufacturer narrative:
Based on the received information, the exact mechanisms which have led to the repeated subluxations cannot be established with certainty.